Event description:
A report was received from (B)(6) where the customer stated that he tracheal cuff leaked after being used on a patient. No patient injury or harm was reported. The complaint sample was discarded.

Manufacturer narrative:
No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4).